Event description:
The ventilator does not give a low pressure alarm when in the nasal CPAP mode. The unit is internally set to alarm if the pressures drop 3 cm h2o from the set pressure. The problem is that the pressures do not drop at all if the nasal prongs become dislodged. This can be very dangerous for pts as they tend to move around and dislodge the prongs and with this unit an alarm will not sound. Manufacturer checked unit and confirmed the problem exists on all vip gold and sterling infant vertilator units, but has not accepted any responsibility to correct the problems. To the contrary, they have said the unit functions as per FDA requirements. When asked which nasal prongs they used to test the unit before it was approved for sale - they said it was not tested with nasal prongs.